Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) ranged from 243-599 mg/dl. Insulin injections or a bolus via the pump were used to address the high bg levels. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.

Event description:
The customer reported that the replacement pump had been working "fine" and there had been no further occlusions.